Event description:
The manufacturer became aware of an allegation of rep dreamstation auto CPAP that the patient alleging eye irritation, nose irritation, respiratory tract irritation, dizziness, headache and inflammatory response. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received on december 16, 2021, and section h11 should be reported as: the manufacturer became aware of an allegation of rep dreamstation auto CPAP that the patient alleging eye irritation, nose irritation, respiratory tract irritation, dizziness, headache and inflammatory response. There was no report of medical intervention. No additional information can be requested at this time. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. In box g: date received by mfg (rfb) has been updated. In box h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated. In box d: product brand name updated

Manufacturer narrative:
The manufacturer became aware of an allegation of rep dreamstation auto CPAP that the patient alleging eye irritation, nose irritation, respiratory tract irritation, dizziness, headache and inflammatory response. There was no report of medical intervention. No additional information can be requested at this time. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was no error code found. The third-party service center customer's allegation and there was no visible foam degradation . Box h: (device) problem code grid has been updated. Box d:product brand name (rfb) updated.